Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the reported malfunction. Review of the device's activity logs did not show any occurrences of the customer's report. The device's monitor board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age and gender unknown) the device's display went blank. Complainant indicated that the clinician that they turned the device off and powered back on to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.